Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal due to erosion of the aus into the urethra. The urethra was repaired after the removal. It was noted during the procedure that the patient had a stricture around the bladder neck. The reservoir was left in the patient. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The returned product consisted of an ams 800 occlusive cuff, and a control pump. The cuff was visually inspected, microscopically examined and leak tested. A tear was identified in the cuff shell proximal to the adapter. This damage is consistent with a sharp tool that most likely occurring during explant and is considered a secondary failure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump component was visually inspected, microscopically examined, and tested for leaks. Tissue contamination was identified in the pump. The pump passed the leak test performed. Inspection of the remainder of the device, apart from the observed contamination, revealed no other damage or irregularities. Product analysis did not identify a malfunction with the cuff component or the pump component. Analysis was unable to confirm the erosion and urethral stenosis issues. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal due to erosion of the aus into the urethra. The urethra was repaired after the removal. It was noted during the procedure that the patient had a stricture around the bladder neck. The reservoir was left in the patient. There were no additional patient complications.